Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Later on, a dislodgement was presented with loss of capture measurements. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.